Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead high pacing thresholds were noted after the lead was connected to the device. A perforation was suspected and an echocardiography was performed. Pericardial fluid was noted thus a pericardial puncture was performed and fluid was drained. The procedure was completed. No additional adverse patient effects were reported.